Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that a gunther tulip vena cava filter retrieval set was being used to retrieve an ivc filter when the hub separated from the blue sheath. It was reported that the dilator was first removed from the sheath and the snare catheter was advanced into the sheath. Once the filter had been captured by the snare, the physician began to remove the snare catheter with the filter. This is when the hub became separated. There was no section of the device left inside of the patient. No adverse events have been reported.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.